Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom air in line alarm which was not reproduced. The alarms were confirmed during a review of the event history log. During a physical inspection of the device, cracks were found in the upstream sensor tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced air in line alarms in the medical surgical care area. It was also reported there was no patient involvement.